Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the pulse generator exhibited cross-talk. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
.